Manufacturer narrative:
One reservoir cassette was received for evaluation. The device was received in used condition. Visual inspection did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Functional testing performed confirmed the reported failure. The root cause of the reported event was found to be equipment failure. The bag sealer machine was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that one reservoir cassette had leakage as it was filled on a satellite, which compounds by hand. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08059 is no longer considered reportable, please disregard any MDR reports associated with it.